Event description:
The customer reported their intellivue mp30 patient monitor failed to alarm for an asystole event that occurred on (B)(6) 2021 at 19:00. The device was in clinical use at time of event. The patient died.

Event description:
The customer reported their intellivue mp30 patient monitor failed to alarm for an asystole event that occurred on (B)(6) 2021 at 19:00. The device was in clinical use at time of event. The patient died.